Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that components were missing from the revision kit package. The kit only contained one white and one clear strain relief sleeve when there should have been two of each. The one white strain relief sleeve was used and another kit was opened to obtain another to be used. It was noted that the second kit had been packaged appropriately. The patient's pump was used to deliver gablofen. It was later reported that the patient was doing well with efficacious therapy at that time.